Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported both pipelines had resistance in the distal section of the catheter. No damage to the pipeline pushwire or catheter was observed. There was no premature deployment. The pushwire was not rotated or pulled back at anytime during deployment. The access vessel was the femoral.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned stuck inside the marksman catheter, inner pouch, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened due to the damaged braid. The middle and proximal of the braid were found opened with no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 7.0cm to 29.3cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid and user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was moderate and the braid was not position in the vessel bend, ruling out vessel tortuosity and user deploying the braid in the vessel bend as potential causes. The damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the customer report of "resistance during delivery" was confirmed as the pipeline flex shield was returned stuck inside the marksman catheter. The pipeline flex shield and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to advance/retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance cause includes lack of continuous flush with heparinized saline during the procedure. The customer report of "failure to open in the middle" was not confirmed as the middle of the braid was opened with no damage. The cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open and had resistance in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured left carotid cavernous aneurysm with a max diameter of 3x3mm and a 6mm neck diameter. The landing zone was 4.31mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was 6.0mm in diameter. Dapt (dual antiplatelet treatment) was not administered. The angiographic result post procedure was handled successfully. It was reported one pipeline did not open, the fins were stuck in the diverter. Another pipeline did not open and when withdrawing into the micro catheter, it came loose in the marksmann hub. The marksman was replaced due to the pipeline getting stuck inside it. The devices failed to open in the middle and distal sections. The pipelines were not positioned in a bend. More than 50% of the pipelines were deployed when they failed to open. The pipelines were resheathed more than 2 times. There were no additional steps or other devices required to open the pipelines. The pipelines were resheathed and removed from the patient with the microcatheter. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization and there was no injury

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228473264); product type: ; implant date n/a; explant date n/a product ID ped2-500-20 (b598445); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.